Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that impedance measurements on this right ventricular (rv) lead were increasing but still within range. The lead was surgically abandoned and replaced. No adverse patient effects were reported.